Event description:
It was reported that the device exhibited intermittent loss of atrial sensing. This was resolved by programming the pulse generator to vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.